Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: d4, g4, g7, h2 and h10. The customer confirmed the scope tested positive for bacillus non anthracis. The scope is now in service per cdc guidelines as bacillus is a low concern organism. The scope was reprocessed in the oer pro washer.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections: g4, g7, h2, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reported that the most probable cause for the reported event is as follows: the legal manufacturer reported that the actual device was not sent to the sales business center. Also the result of culture test was lower than cdc guide line standard value. It was confirmed the subject scope was shipped in accordance with specifications via DHR.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Please see the updates in sections. The endoscopy support specialist (ess) made three unsuccessful attempts to contact the customer to schedule reprocessing observation and in-service. Due to inability to reach the customer, the olympus generated service request was cancelled.

Manufacturer narrative:
As part of our investigation of this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. The ess made three unsuccessful attempts to contact the customer to schedule a visit for the training. The customer did not provide a specific model/ serial number for the referenced scope; therefore, it is unknown if the scope was returned for evaluation/service. A review of the instrument¿s history could not be performed.

Event description:
The service center was informed that the duodenoscope cultured positive for bacillus after reprocessing. There was no associated patient infections. The user facility reported that the cdc guidance is now being followed. No further information was provided.